Manufacturer narrative:
It was reported that the user experienced a loss of bluetooth (ble) connectivity and the device entered back up mode (bvvi). Analysis of the information provided verified the device entering bvvi, but was unable to verify the loss of ble connectivity. The device entered bvvi due to the memory access attempt, although the root cause of this is unable to be determined with the information available.

Event description:
During the initial implant procedure prior to implanting the device, the device emitted an audible tone of the patient notifier. The device was attempted to be interrogated but ble telemetry was lost, and the device was implanted. Technical support was contacted and noted the device was in back up mode due to a hardware reset and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.